Manufacturer narrative:
Skin infection was reported for patient with a total knee implant. Revision surgery is planned to wash out the knee and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Skin infection was reported for patient with a total knee implant. Revision surgery is planned to wash out the knee and exchange the poly inserts.